Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported earlier in day PICC line dressing noted to be non adherent around hub of line. I requested PICC dressing change which was accomplished. IV fluids were running at 1 ml/hr on 1 fr PICC line until 1300 when rate increased to 3.5 ml /hr due to npo status. At 1810 PICC line pump alarmed occlusion and rn summoned nnp to bedside. Upon arrival I noted the PICC line to be kinked under the dressing. Rn stated it had been slightly kinked when dressing was changed but flushed at that time. I loosened dressing and pulled out kink but line was clotted off and had to be removed. I discussed with rn any kinking before dressing is placed will likely only worsen when dressing placed and becomes adherent to line. Also due to the small size of baby and low IV rate it can take several hours to read occlusion and likely the line will have clotted off by then due to small diameter. Follow up blood sugar was 27 so line likely wasn't infusing well for quite some time.